Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the gas delivery engine fixed the reported issue. The carefusion failure analysis tech evaluated the gas delivery engine that was returned by the customer and was able to verify the reported issue of a circuit occlusion and extended high peak alarm. Issue was isolated to the expiratory pressure transducer on the transducer communication alarm pcba.

Event description:
The customer reported that during pre-use the ventilator displays extended high peak/circuit occlusion in adult mode. No pt involvement.